Event description:
The device implanted in 2000. On 11/2001, the facility's "vad" manager informed the MFR of the following: the pt was awaiting heart transplatation receiving intermim treatment with the lvad. In 9/2001, while at home the lvad alarm displayed power limit advisory. The pt attempted to correct the alarm with no success. Pt was admitted to the hosp for further eval. On 12/2001, the MFR was informed by the vad manager that the pt did not want to be reimplanted with another device and is no longer a transplant candidate due to high "pra" and other underlying problems. Wave forms were sent to the MFR for review and no problem was identified. Transesophageal echogram was negative for vad outflow obstruction. On 11/2001, metallic dust was noted from the filter of the lvad. Four used vent filters were forwarded to the MFR for eval. In 01/2002, the MFR. Received a medwatch report with the following additional info: the facility's health team and the pt had a discussion regardging changing the lvad. The pt decided not to have the surgery. In 11/2001, the pt expired about five hours after the lvad stopped functioning. The report also states that the device in question is not available to be returned to the MFR for eval. No further details were provided.